Event description:
It was reported that two years ago, the patient walked into a steel beam in a home depot and experienced a shocking sensation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 748251 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 7436 lot# serial# (B)(4), product type programmer, patient product ID, 3389-40 lot# v003007, implanted: 2006 (B)(6), product type lead product ID, 3389-40 lot# v002947, implanted: 2006 (B)(6), product type lead. (B)(4).